Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per the instructions for use and vacuum pulled correctly. The md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. The md passed the iab through the saf sheath, "but at a certain point the catheter shaft got stuck in the middle of the saf sheath and the iab could not be pushed any further." The md reported that "the iab got stuck within the sheath just when the conjunction between membrane and shaft entered the sheath silicone valve." As a result, the iab and saf sheath were removed as one unit. The md inserted another iab successfully. There were no reported patient complications. Additional information received from the italian clinical support specialist stated "no bleeding has been reported by the md. Same leg for the insertion of the second iab, spring wire guide was kept in and a second iab loaded in it."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.